Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement emitter shipped to site 08/25/2014. No parts have been returned to manufacturer for analysis.

Event description:
A site biomed representative reported a navigation system emitter that intermittently functioned when the emitter cable was manipulated. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect emitter was returned and evaluated. The emitter was found the be fully functional, unable to duplicate event.